Event description:
The pump was returned for service with the report "automatically turned on by itself when the unit was plugged in being charged". The facility's biomedical engineering department stated the pump was in central processing when it powered on by itself without audible or visible alarms. No report of patient injury. No additional details available.